Event description:
After a coronary artery drug eluting stenting treatment procedure, bleeding and a decrease in platelets occurred. In the month 2005 the patient had a taxus express2 drug eluting stent, of unknown size, placed in the 80% stenosed, left anterior descending artery (lad). The patient was placed in plavix and reapro after the procedure. That same day, the procedure the patient experienced bleeding into their lungs, the plavix and reapro were stopped and the bleeding resolved. At the end of the month plavix was restarted. Thirteen days after the initial procedure the patient's platelet count had dropped from normal (150,000 to 400,000 per cu/ml) to 46,000 per cu/ml. The plavix was stopped and the patient was given a blood transfusion. In the opinion of the physician there is no relationship between the bleeding, the drop in platelet number and the taxus stent. The relationship between the bleeding, the drop in platelet number and the plavix is unknown. The patient's status is reported as "stable".